Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged during the pre-operatory check for a system upgrade. The ra lead's therapy delivery had been programmed off by a prior physician due to unknown reason. The lead was surgically abandoned and a new ra lead was implanted during the upgrade procedure. No additional adverse patient effects were reported.